Event description:
It was reported that during preparation of a percutaneous coronary intervention (pci) stent damage was noticed. The patient was ready on the surgical table. The promus element stent 3.50x38mm was unpacked, a 'bulge and deformation' was noticed on the distal part of the stent. Another device was used to complete the procedure. The patient remains stable and no complication was reported.

Event description:
It was reported that during preparation of a percutaneous coronary intervention (pci) stent, damage was noticed. The patient was ready on the surgical table. The promus element stent 3.50x38mm was unpacked, a 'bulge and deformation' was noticed on the distal part of the stent. Another device was used to complete the procedure. The patient remains stable and no complication was reported.

Manufacturer narrative:
Device is a combination device. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device revealed the stent had moved distally on the balloon. The stent was also damaged and bunched at the proximal edge. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).